Manufacturer narrative:
Date of event: (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The unit is not alarming. The device was in clinical use at the time the reported issue was discovered. The unit was swapped out when the event occurred. No patient issues occurred. During conversation, the customer found that the staff was initializing transport for the patient. Customer reports that when ac was disconnected that the unit shut down and did not alarm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced power management, printed circuit board assembly. The ventilator passed all testing and operated within the manufacturing specifications.